Event description:
A patient underwent revision surgery on (B)(6) 2012 to remove a trestle screw which was reported to have been 70% backed out of position. The surgeon confirmed the plate remained properly aligned but the screw was no longer seated beneath the plates locking mechanism. The anterior cervical plating system was originally implanted on (B)(6) 2011.

Manufacturer narrative:
An evaluation cannot be conducted. The suspect device was discarded by the user facility upon removal. The identifying part and lot numbers have not been provided. The trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. It is intended for use in the anterior cervical spine (c2-c7). A primary feature of the trestle plating system is the proprietary zero step self-locking mechanism. While advancing the screw, the blocking slide will move medially. When the screw is fully inserted and the screwdriver removed, the blocking slide will return to the center position. Both the surgical technique and instruction for use (ins-014) state; the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self centering awl. Excessively converging hole patterns may prohibit proper seating of the bone screws. Hole patterns angled beyond 9° may prohibit proper seating.

Manufacturer narrative:
Describe event or problem. (B)(4). Corrected data:a patient underwent revision surgery on (B)(6) 2012 to remove a trestle screw which was reported to have been 70% backed out of position. The surgeon confirmed the plate remained properly aligned but the screw was no longer seated beneath the plates locking mechanism. The anterior cervical plating system was originally implanted on (B)(6) 2011.